Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06562 and MDR ID: 2134265-2015-06572. It was reported that the stent was explanted. The target lesion was located in the right coronary artery (rca). A rotawire was placed in the rca and rotational atherectomy was performed. A 3.00x16mm promus premier stent was advanced in the mid rca but failed to cross the lesion. A 15mm x 3.00mm nc quantum apex balloon was advanced and some aggressive balloon dilatation was done. At this point, it was noticed that there was a major dissection in the proximal rca. A 3.0x16mm promus premier stent was successfully delivered and deployed to the mid distal rca. Then a 3.50x28mm promus premier stent was delivered in the proximal rca however, there was still uncovered ostial area of the rca which was still dissected. Then a 2.50x12mm promus premier stent was advanced in the distal rca beyond the 3.0x16mm promus premier stent because the physicians felt like there was still a dissection distally. However, the 2.50x12mm promus premier stent would not track through the previously delivered 3.0x16mm promus premier at the mid distal rca. When the 2.50x12mm promus premier stent was attempted to be delivered and removed, the non bsc guide wire came back. As the physician tried to pull back the 2.50x12mm promus premier stent into the non bsc guide catheter, the stent migrated off the balloon and was sitting at the origin of the rca undeployed and the wire came back into the aorta. A 6x10 snare was selected to retrieve the dislodged 2.50x12mm promus premier stent and multiple wire attempts were made to regain control of the rca. Unfortunately, the 2.50x12mm promus premier was 'locked' to the previously deployed 3.50x28mm promus premier stent and through retrieval with the snare, both devices were removed. Upon removal, injections were taken which still showed a substantial rca dissection in the proximal area, however flow was timi 3. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.